Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via telephone call that the customer had high blood glucose due to the dialysis solution. The blood glucose reading was 562 mg/dl. The customer expressed no high blood glucose symptoms and was treated with a manual injection. The blood glucose reading was brought down to 117 mg/dl. The insulin pump was not replaced or returned for analysis.